Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel and the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instruction for use: states, use this device prior to the use by date as specified on the device package label. The investigation determined the reported complaint was due to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the supera stent was implanted in the patient anatomy during a procedure of the superficial femoral artery (sfa); however, the device was used past expiration date. There was no adverse patient effect, no intervention performed and no clinically significant delay in procedure reported. No additional information was provided.